Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surface electrocardiogram (EKG) was displayed late (about 200ms) on the programmer. The surface EKG was being used to do sensing and threshold testing when it was noted that the ventricular pacing markers were delayed in comparison to the rhythm showing on the EKG. The programmer remains in use. No patient complications have been reported as a result of this event.